Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) generated a latitude red alert for being programmed to a tachy mode other than monitor plus therapy. The local field representative indicated that the patient had been seen for a procedure and the device had not been turned back on after the procedure. There were no adverse patient effects reported. The device remains in service.